Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. The black box data from the reported date of the complaint was overwritten due to continuous use of the device and no evidence of short battery life was observed. Several ¿cs177¿ warnings occurred in the pump history as a result of discharged battery use. The returned battery cap was able to fit and the pump powered on properly. The ¿ez-prime¿ steps were performed correctly and all electrical current readings were within specifications. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or to the rf module.